Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted, and the patient was moved to another room to complete the procedure after a delay of 20 minutes. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and suspected that the issue was due to the power supply of the host-pc. The fse solved the issue by replacing the host-pc. After the replacement action, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. No harm was reported to philips. Philips has started an investigation of this complaint.